Manufacturer narrative:
Device evaluated by MFR.: mustang 6.0 x 40, 40cm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A visual examination identified a balloon longitudinal tear beginning at the proximal balloon bond and extending approximately 52mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that balloon rupture occurred. The patient underwent arteriovenous fistula procedure. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified radial artery. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Event description:
It was reported that balloon rupture occurred. The patient underwent arteriovenous fistula procedure. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified radial artery. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during the second inflation at 24 atmospheres for 30 seconds, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.